Manufacturer narrative:
Event date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient turned their stimulation on, the programmer showed the stimulation was on, but they didn't feel stimulation. Other times it would randomly come on after 2-3 minutes. Sometimes it took 6-7 minutes before it finally "activates the device". When the patient tried to turn stimulation on they were usually sitting upright at the edge of their bed. They were usually standing or upright when it randomly came back on. The patient was advised to follow up with their healthcare provider to have their device checked. No further complications reported.